Event description:
It was reported that the device reached end of service (eos) in less than five years. The device was explanted and replaced. During the replacement procedure, it was noted that the atrial lead exhibited high thresholds. The lead output was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead - (B)(6) 2001. (B)(4).

Event description:
It was reported that the device reached end of service (eos) in less than five years. The device was explanted and replaced. During the replacement procedure, it was noted that the atrial lead exhibited high thresholds. The lead output was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.